Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no power to cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to the device. A field service engineer (fse) attempted to power the unit using a different outlet with no success. All connections to the power supply were unplugged and the unit was powered on to check if the power supply fan would spin, but it did not. The power supply was then replaced, and all drawers were tested to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.